Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because he did not have the hand dexterity to inflate his device. All components were removed and replaced with a malleable prosthesis. A hole in the left cylinder was observed upon removal. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.